Event description:
It was reported to philips that the host pc failed turned on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of the reported event. It was reported that the system failed to start up. Upon further inspection, philips field service engineer (fse) visited onsite and checked the error log and confirmed that the host pc memory defected. The defective host pc was returned for failure analysis which was not able to confirm any failure. Fse replaced the host pc and install new license then restart system. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.